Event description:
Ventilator was placed on pt. Physician called rt and said ventilator had completely shut down and needed to be replaced. Rt supervisor arrived at room - pt being bagged. The safety valve light was illuminated red and ventilator inoperable. Ventilator replaced with another unit. Covidien rep verified problem and replaced the gui circuit board. Rep upgraded software to level ak then performed all calibrators which the unit passed.